Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with colposuspension, enterocele repair, and lysis of adhesions.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cervical dysplasia. The patient claims she did not have any other problems prior to the gynecological mesh implant. Findings at the time of surgery revealed cystocele, enterocele and urinary stress incontinence. Following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, interstitial cystitis, and incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.